Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the flow of a certas valve (ID 828804) could not be confirmed during the procedure. Therefore, the valve was changed, and the procedure was completed. No patient injury reported however, a 35-minute delay was noted. The patient was under anesthesia during the delay; however, according to information provided, it is unknown if additional anesthesia was added or if it remained as it was.

Manufacturer narrative:
Certas valve (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Certas valve (ID 828804) has been returned for evaluation. Device history record (DHR) - the product code 82-8804 with lot 6603930, conformed to the specifications when released to stock. Failure analysis- the position of the cam when valve was received was at setting 6. The valve was visually inspected and needle holes in the needle chamber were noted. The valve passed the testing for programming, occlusion, leaks, reflux, pressure and siphon guard testing. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. At the time of investigation, no flow issues were noted.